Event description:
Was diagnosed with pink eye by eye dr after using amo moisture complete plus contact lens solution. Dates of use: less than three months in 2007. Diagnosis or reason for use: contact lens cleaner / storage solution.